Event description:
It was reported by service report that the head end jack of the stretcher would not pump up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Waiting on customer to see if they want the jack repaired or they are going to buy a new stretcher.